Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that pt was calling for assistance to use their equipment to increase stimulation because they noticed they were still getting up 4 times during the night. Patient services worked with pt to use their equipment and pt was successful to increase stimulation on their current setting confirming comfortable sensation in their bike seat region. During the call pt mentioned, they noticed the ins was moving in their body and it moved about an inch and they noticed yesterday it felt very sensitive so they looked at it and it was black and blue and seemed to have moved towards their hip. Pt said they injured their back about a year ago and about 2 weeks ago had a pain procedure, rf ablation to burn the nerves and said the doctor said they were very careful and "could see the lines" but the issue of the stimulator not helping had started before they had the ablation.the patient was redirected to their healthcare provider to further address the issue.